Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Additionally, it was reported that the cartridge was leaking from an undefined location. Customer's blood glucose level was 155 mg/dl. Customer performed a supply change to address the issue.